Event description:
The customer reported the device intermittently fails to power off and intermittently spontaneously powers on. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently fails to power off and intermittently spontaneously powers on. There was no report of pt involvement or adverse pt impact. The local philips representative confirmed the inability to power the device off and resolved this issue by replacing the optical energy select switch.